Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported the patient had a ventricular d rainage tube in place for 10 days and was scheduled for removal. A lumbar cistern drainage tube was placed for drainage. On september 1, 2025, during the placement of the lumbar cistern drainage tube, leakage occurred in the middle section of the drainage tube. Upon inspection of the drainage situation, the drainage was smooth at the outlet, but there was seepage in the middle. The drainage tube was then cut at the seepage site and reconnected to the drainage bag.

Event description:
Additional information received reported that there was a procedure delay of 20 minutes. The patient's status at the time of the report was alive-no injury. The drainage tube was placed in the cerebellomedullary cistern.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.